Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd bbl¿ trypticase¿ soy broth was found to have bacterial contamination. The plates were not used. This is a report about contamination of the media. According to the customer's report, what appeared to be gram-positive bacillus was found in the media. The customer had experienced this issue before regardless of the lot. A gram staining was performed, however, it could not be stained. It is not growing.

Manufacturer narrative:
H.6 investigation summary: material 221715 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2026704 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. Also, each batch history record is reviewed to confirm the following prior to release: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed and no other complaints for contamination have been taken on this batch. Retention samples from batch 2026704 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degree c incubator and one retention tube was placed in the 33-37 degree c incubator. At the end of the seventh day of incubation there were no signs of growth or turbidity. A gram stain was also performed, and no viable organisms were found. No photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that before using bd bbl¿ trypticase¿ soy broth was found to have bacterial contamination. The plates were not used. This is a report about contamination of the media. According to the customer's report, what appeared to be gram-positive bacillus was found in the media. The customer had experienced this issue before regardless of the lot. A gram staining was performed, however, it could not be stained. It is not growing.